Event description:
It was reported via phone call that the insulin pump alarmed button error. The blood glucose reading was 120 mg/dl. It was stated that the customer was moving when they received the alarm. The customer was advised to discontinue using the insulin pump and to revert to their back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
No button error alarm noted. However, the insulin pump had an intermittent button response due to moisture damage on keypad traces. The insulin pump had minor scratched display window, cracked reservoir tube lip and missing end cap sticker.